Event description:
It was reported the hp053 was used during an unk procedure. It was reported by the rep that (1) hp053 had continuous solid tone. Opened another device to complete the case. There was no consequence to pt.